Manufacturer narrative:
The complaint cannot be verified. A visual inspection and tests for flow and leak were performed on the returned unused samples. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
Reporter stated the infusion headsets leaked insulin. No physiological effects were reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).